Event description:
The pt was bilaterally implanted with siltex low bleed gels on 9/19/95. Subsequently it was noted that the pt had developed auto-immune type symptoms and the prosthesis were removed on 12/21/96. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.